Event description:
Guide wire would not pass through lead when attempting to backload or frontload 705598550. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).